Event description:
It was reported that during installation by a getinge authorized field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) safety disk failed the membrane leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device ((B)(4)): the getinge authorized field service engineer (fse) that encountered the issue replaced the safety disk and performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during installation by a getinge field service engineer (fse), the cardiosave intra- aortic balloon pump (iabp) safety disk failed the membrane leak test. There was no patient involvement, and no adverse event reported. Fse said that newly installed safety disk shows failure during membrane leak test. This safety disk some times it passes and some times it fails. Fse replaced safety disk, tidel volume disk, filter pressure reservoir , filter vacuum inlet , battery assy. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure number (B)(4) revision c and the cardiosave service manual part number 0070-00-0639 revision q.the nrc could not reproduce the failure of the safety disk of the membrane differential pressure with the results of 1 mmhg. Factory specification is +/- 6mmhg. Retaining the safety disk in the nrc per procedure (B)(4) rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The non-conformances with the returned components were not confirmed. Therefore, the root cause is not confirmed.